Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced low blood glucose after announcing meals while already hypoglycemic with a blood glucose value of 48 mg/dl, and the ilet appropriately withheld insulin due to the low reading; subsequent additional meal announcements delivered insulin that further lowered glucose, and the event was managed with oral glucose. Symptoms included observable confusion or disorientation consistent with hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper procedure, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.